Event description:
Info received indicates the brake is not working. When the brake is engaged, the brake/steer caster moves.

Manufacturer narrative:
The tech adjusted the brake/steer caster to repair the bed.